Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 521 mg/dl. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 3:30 pm. The customer stated that they took a bolus to correct their high blood glucose but their blood glucose levels started to rise after eating lunch. The customer stated that they removed their set and discovered that the cannula was bent. Customer was wearing the pump at the time of hospitalization. The customer did not return the product back for analysis.